Manufacturer narrative:
E1 reporter full phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency-resection electrode tip broke inside patient during an unspecified procedure. There were no reports of patient harm.